Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 07-jul-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and foreign material inside the packaging outside of specification issue occurred. The device evaluation was completed on 25-jul-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and a fourier transformed infrared spectroscopy (ft-ir) test of the returned device were performed following bwi procedures. Visual analysis revealed that foreign material (oil-like) was observed adhered to the top of the fixed paper of the package. An ft-ir test was performed and ir data reveals that unknown liquid is principally composed of flour siloxane material, however, the source of origin remains unknown. Based on the preliminary investigation performed, it was confirmed that the ¿moisture/humidity¿ reported by the customer could be related to the silicon coating applied to the hemostatic valve surface. This silicone coating is accidentally migrating to the film section of the pouch due to the quantity applied; since it was found where the hemostatic valve is placed inside the packaging. An internal corrective action has been opened to address this issue. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 17-aug-2023, noted a correction to the 3500a follow-up as it should have included under h 10. Additional manufacturer narrative for the picture investigation completion, ¿an internal corrective action has been opened to address this issue.¿

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and foreign material inside the packaging outside of specification issue occurred. Oil-like material was adhered to the top of the fixed paper. This issue was discovered when opening. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced with a new one and continued. The procedure was completed without patient's consequence. Additional information was received. A picture was provided. No color. A liquid or oil-like substance. The liquid adhered to the package over several centimeters. The device was not used on the patient. The event was assessed as MDR reportable for foreign material inside the packaging outside of specification issue.

Manufacturer narrative:
Initial reporter phone: (B)(6). The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report. A follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 29-aug-2023, noted a correction to the 3500a initial in the following fields: h4. Device manufacture date. D4. Expiration date. Therefore, corrected these fields.

Manufacturer narrative:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and foreign material inside the packaging outside of specification issue occurred. The investigation was completed on 26-may-2023. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, a drop of a foreign material was observed inside the pouch of the vizigo sheath. Based on a preliminary investigation performed, it was confirmed that the ¿moisture/humidity¿ reported by the customer could be related to the silicon coating applied to the hemostatic valve surface. This silicone coating is accidentally migrating to the film section of the pouch since it was found where the hemostatic valve is placed inside the packaging. The severity range is ¿1¿ in the process fmea and indicates that this issue could cause customer annoyance only. A device history record review was performed for the finished device, and no internal actions related to the complaint were found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. H6. Component code of ¿appropriate term/code not available¿ represents foreign material inside the device packaging. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).